Event description:
During use of the device for endoscopic saphenous vein harvesting, the user reported that two of the CT branches bled. The user had to cut down to the bleeding branch and bovie it to stop the bleeding. The second branch resolved itself. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.